Event description:
During an implant procedure, the helix of the right atrial (ra) lead was unable to extend and retract appropriately. The ra lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported event of helix extension issue was confirmed. As received, a complete lead was returned in one piece. The visual inspection found the helix to be retracted and clogged with blood/tissue. An x-ray inspection found over torque of the inner coil in the connector region consistent with damage occurring at the time of procedure. After cleaning, the helix could be extended and retracted. The cause of the reported event was isolated to the helix being clogged with blood/tissue and over torque of the inner coil in the connector region.